Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm during a bolus. The blood glucose reading was 389 mg/dl. Customer treated with manual injection. He was assisted in performing a 5 unit fixed prime and stated that insulin did not exit and that the insulin pump alarmed for no delivery. He was advised to disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing with the plunger. Customer stated that insulin did exit. He ran another manual prime and stated that insulin did exit. Nothing further was reported.